Manufacturer narrative:
Please note that the following sections are being updated based on additional information provided by the sales representative on (B)(6) 2020: the product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Event description:
The patient was undergoing a coil embolization procedure in the right middle cerebral artery (mca) using penumbra smart coils (smart coils), a benchmark 6f 071 delivery catheter (benchmark), a neuron select catheter 5f (5f select), and a non-penumbra microcatheter. During the procedure, the physician implanted four smart coils into the target vessel. While advancing the next smart coil, it was unable to advance into the hub of microcatheter. Therefore, the smart coil was removed. No additional coils were needed and therefore, the procedure was ended. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the left middle cerebral artery (mca) using penumbra smart coils (smart coils), a benchmark 6f 071 delivery catheter (benchmark), a neuron select catheter 5f (5f select), and a non-penumbra microcatheter. During the procedure, the physician implanted four smart coils into the target vessel. While advancing the next smart coil, it was unable to advance past its initial position within its introducer sheath. Therefore, the smart coil was removed. No additional coils were needed and therefore, the procedure was ended. There was no report of an adverse effect to the patient.